Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/12/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3600-2 fibertak¿ suture anchor with #2 fiberwire came loose. This occurred during use. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was provided on 09/19/2025 that this event occurred during a shoulder surgery, labral injury. The fibertak anchor detached from the bone. The patient was young with a good bone quality. There were no instruments used during the case only the soft tissue elevator was used. There were no fragments left in the patient. The same 1.3 fibertak anchor with fibertape was used. Only the position was changed. There was no increase in surgical time. No additional anesthesia was needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error, specifically misaligned insertion, which subsequently led to insufficient fixation.